Event description:
Sorin group (B)(4) received a report that during priming. The speed control knob jammed. The pump was not used. Since this occurred during prime, there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the c5 system. The pump is a component of this system this incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during priming, the speed control knob jammed. The pump was not used. Since this occurred during prime, there was no pt involvement. A service rep was dispatched and was able to reproduce the problem. Replacing the encoder eliminated the problem. The product was sent to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.